Event description:
It was reported that shortly after this right atrial (ra) lead was implanted, the patient needed to be cardioverted for atrial fibrillation (af). After the cardioversion the ra lead showed a loss of capture. This lead was subsequently removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.